Event description:
Caller reported an issue with incorrect time settings on pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time, but the cause of the incorrect time was not known.